Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012630482 was returned and analyzed. Visual inspection showed the catheter spiral array appeared knotted and inverted. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stuck due to entangled electrode wires. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging confirmed entangled electrode wires in the shaft. In conclusion, the reported inverted and knotted array were confirmed during analysis, and the catheter failed the returned product inspection due to entangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array was observed to have inverted quickly after deployment into the anatomy and appeared to knot at the distal tip upon removal. The catheter was replaced which resolved the issue.  The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.